Event description:
It was reported that as lvp bur 20d low sorb smbore ss 0.2m cracked. The following information was provided by the initial reporter: event 1 material no: 10015012 batch no: unknown it was reported that the buretrol was being refilled with tpn when it cracked.

Manufacturer narrative:
The following fields were updated due to additional information: device available for eval?: yes returned to manufacturer on: 11/19/2020 investigation: one sample was received for quality investigation. The customers compaint of tubing defective/damaged was verified by visual inspection. Visual inspection revealed large cracks on the metered chamber (p/n 6239-100). No further defects or damages were observed. A device history record review could not be performed on model 10015012 because a lot number was not provided by the customer. The root cause for this failure is user error. Investigation of the chamber indicates that a large compressive force was applied to the cylinder causing it to crack. There are two point locations on the cylinder that indicate that the cylinder was squeezed that caused it to crack.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that as lvp bur 20d low sorb smbore ss 0.2m cracked. The following information was provided by the initial reporter: event 1: material no: 10015012, batch no: unknown . It was reported that the buretrol was being refilled with tpn when it cracked.